Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the connection between the c-arm and the monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce intermittent fluoroscopic x-ray. No pt injury was reported.